Manufacturer narrative:
Fowler, caster tube break pin.

Event description:
It was reported by service report that the side rail cannot be latched, top rail was damaged exposing sharp edges, fowler was drifting, brakes were not holding and fowler was leaking hydraulic fluid on floor. No patient involvement or adverse consequences are reported.